Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner shuts down prematurely was confirmed. The scanner shuts down prematurely when ac power is removed. Battery cycle count is 306 which is greater than the factory setting of 250 and displaying battery health degrading message after startup. The root cause of the reported issue is a use-related internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: unit shuts down without warning.